Event description:
A break in the retention dome during traction removal. The indwell time was 123 days. The dome portion was removed with bowel movement 3 days later.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt, a partial semi-circular break in the retention dome was observed. A small section of the broken dome is still attached to the feeding tube and reveals a complete bond. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.